Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 16 mg/dl. The customer stated that he was having blurred vision and muscle soreness. Shortly after changing the infusion set, the customer noticed that the reservoir was empty, and feels that the insulin pump primed all that insulin on its own. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.